Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The pump had a broken plunger lever. The reported primary audible alarm was evidenced in the event history log (ehl). The primary audible alarm was reproduced during functional testing. The investigation confirmed the reported complaint based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The right plunger case and speaker were replaced to address the product fault.

Event description:
It was reported that the medfusion pump produced a lever and primary post alarm. The product problem did not occur during patient use.